Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator had loss of communication error. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was isolated to a software error. If information is provided in the future, a supplemental report will be issued.